Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl plastic surgery the shortening sutures ripped off while pulling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the suture system was damaged; the loops were broken off, and the sutures were frayed. Visual evaluation of the button found no sharp edges. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to user error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.